Event description:
On (B)(6) 2013, perfusionist at (B)(6) hospital, (B)(6) reported that cardiohelp-I unit ((B)(4)) was not plugged into ac power when unit was switched on. Unit started, mechanical sounds was observed and display remained black. The issue occurred when the unit was being prepared for use. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). (B)(6) 2013 - (B)(4) engineering performed analysis on cardiohelp unit and issued report specifying x5 capacitors were defective and required replacement. (B)(6) 2013 - cardiohelp-I service records state maquet service technician serviced the unit's cardiohelp sensor panel with defective capacitor and retrofitted with new sensor panel ((B)(4)). Reference complaint (B)(4).